Event description:
The complainant reported that the automated impella controller's (aic) unit where the purge disc is inserted in the console is cracked and coming off. No further information is available. This issue was discovered after the removal of the device. No reported harm or injury to the patient.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge disc retainer was confirmed to be broken. The root cause is defective component. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.